Manufacturer narrative:
A representative went to the site to check out the system. There was an accurate navigation image failure. It was noted that only the right tracker with scratch on one corner was compromised and verified at 1.3 mm prior to re calibration. Once they re-calibrated the right and verified the left the system functioned normally. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was inaccurate by 5-10mm anterior. The site re-spun, but it was still inaccurate. There was no patient harm and the surgery was delayed by 20 minutes. Navigation and imaging were aborted and the case was completed using another imaging system.